Event description:
It was reported that the left ventricular set screw was unable to be tightened to the device during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of inability to tighten the left ventricular (lv) set screw to the device header was confirmed. Analysis revealed the user had screwed the lv set screw out of its connector block socket. Once out of the socket, the setscrew cannot be re-engaged with the torque wrench to tighten it again since it is now loose and lying out of position for wrench insertion into it. For lab testing the setscrew was placed back in the socket and tightened down on test leads. The lead was held firmly in the connector. This is a user related anomaly caused by the incorrect use of the wrench by the user.